Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer blood glucose level was 3 mmol/l at the time of incident and other blood glucose value was 9 mmol/l. It was unknown that auto mode feature was active or not at the time of event. Insulin delivery was not suspended due to sensor values. The insulin pump will not be returned for analysis.